Event description:
A patient reported experiencing connection issues between their pump and the continuous glucose monitor (cgm) along with significant wear and tear on the device. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.